Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time she inserted a battery, the insulin pump did not recognize it, the display went blank, or alarmed failed battery test. The display returned after troubleshooting. Customer's blood glucose level was 221 mg/dl. The device was not returned.